Event description:
Medics were attempting to resuscitate a pt (age and gender unknown) and the device returned a "shock advised" determination for an asystole heart-rhythm. The medics responded to a call and upon arrival, attached the device to the pt and initiated an analysis. The device returned a correctly returned a "no-shock advised" determination for a displayed asystole heart-rhythm. Approximately one-minute later, the medics initiated second analysis of the pt and the device halted the analysis and issued an "ECG too small" user-interface message. The device automatically adjusted the gain size and initiated a third analysis of the pt. The device returned a "shock advised" determination for a variable rhythm. The medics administered a 200 joule shock to the pt and converted the pt's heart-rhythm to asystole. A fourth analysis of the pt subsequent to the shock being delivered and the device correctly returned a "no shock advised" determination. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.